Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/24/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 03/05/2014 with the following findings:a visual inspection of the pump found some cosmetic damages. Investigation found that all the keypad cover was intact and the ¿up¿ and ¿down¿ arrow buttons responded intermittently. Removal of the keypad cover found contamination under all the keypad button contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow and down arrow keypad buttons were intermittently unresponsive and required multiple presses to engage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.